Event description:
It was reported a spectrum pump failed to alarm for a downstream occlusion during preventive maintenance. It was reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.